Event description:
It was reported that following a recent valve surgery, the patient complained of not feeling well, and being tired and fatigued. It was also noted that the patient had edematous ankles, and the patient was determined to have pacemaker syndrome. It was thought that the atrial lead had been compromised during the surgery due to a decrease in sensing amplitude. The atrial lead was tested, and the sensing was felt to be adequate. The patient's pacemaker syndrome was treated by changing the device mode. Additionally, the atrial lead was later found to have no sensing or pacing thresholds. The lead was explanted and replaced, and during the replacement procedure, the patient's atrium was determined to be electrically unviable. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted, blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.